Event description:
It was reported that a malfunction alarm occurred in a pump device, identified as malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer planned to switch to multiple daily injections (mdi) as a backup therapy to ensure insulin delivery continued without interruption while the pump was arranged to be replaced.